Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that while transferring a patient, the table moved without command. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported error does not indicate a system failure or malfunction and no non-conformity was identified. During patient positioning, the user claims the table top moved unintentionally in the lateral direction. As a safety measure, the systems are equipped with a dead man's grip's (dmg) to activate the next activity (e.g. Motion command). Any motorized movement is only possible while a dmg is activated. The log files analysis shows that the table top moved laterally from -17,4cm to 13,2cm at the time of the event. However, prior to the movement, the dmg on the table control module (tcm) was activated. With the dmg active (as mentioned above) the table top brakes are released and the table top can be moved by pushing or pulling. The local service engineer and user could not reproduce the issue. No parts were exchanged and there has been no further reports of the issue reoccurring. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.